Event description:
The customer reported via phone call indicating that the insulin pump had a scratch on the screen. Customer's blood glucose was 289 mg/dl. The customer stated that the scratch is causing the numbers on the screen difficult to read. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.